Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired.

Manufacturer narrative:
The customer requested assistance in obtaining retrospective data for a patient that expired. User error could not be ruled out. The response center clinical engineer was informed that the customer did not allege that the device malfunctioned. They instructed the biomedical engineer on how to obtain the logs and send them in for review. A review of the central station alarm logs for (B)(6) 2015 for 2310 from 20:22:18 until 21:09:24 there were 3 apnea; 4 desat; 5 extreme tachy; 6 vfib/tachy and 3 asystole alarms several of which were silenced or alarms were suspended. There were also 4 instances in which alarms were suspended and automatically came out of suspension twice after 3 minutes and once where it was taken out of suspension after a minute. There is no data to support a philips device malfunction. No further action or investigation is warranted.